Event description:
It was reported that during a procedure to upgrade the device from an implantable cardioverter defibrillator (ICD) to an cardiac resynchronization therapy defibrillator (crt-d), they noticed some old blood present underneath the right ventricular (rv) lead insulation. Subsequently, the lead was explanted and replaced without sequela. The lead was returned to the distributer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed approximately 12cm from the terminal pin. Visual inspection found an abrasion on the gore insulation of the distal shocking coil exposing the conductors. This type of damage was consistent with a compressive stress from lead on lead contact, and was likely the result of the observations reported from the field.

Event description:
It was reported that during a procedure to upgrade the device from an implantable cardioverter defibrillator (ICD) to an cardiac resynchronization therapy defibrillator (crt-d), they noticed some old blood present underneath the right ventricular (rv) lead insulation. Subsequently, the lead was explanted and replaced without sequela. The lead was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.